Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-10622, 2017865-2019-10623, 2017865-2019-10624. It was reported that the febrile patient was admitted to the hospital. The physician decided to remove the implantable cardioverter defibrillator and all three leads, believing that the implant procedure had contributed to the patient¿s infection. The patient tolerated the procedure well, as was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.